Event description:
It was reported that bd syringe 3ml ll w/ndl eclipse 25x1 stopper was defective / damage / deformed the following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Case is manually created since the manual entry needed based on the daily intake report 29 nov 2023 (error tracking tab) (email was forwarded to aei on 28 nov 2023 but aei failed to create the case) the stopper sticks halfway through administering meds; was injecting patients when issue occurred; between 3-5 affected; both female and male; no adverse affects. Failure to deliver.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Review of the DHR showed that the silicone content results are within specification with no abnormality observed. Actual root cause could not be determined as no sample were received for investigation. The complaint will be re-opened and re-investigated when sample is received.

Event description:
Material#: 305787 batch#: 2087550 it was reported by customer that case is manually created since the manual entry needed based on the daily intake report 29nov2023 (error tracking tab) (email was forwarded to aei on 28nov2023 but aei failed to create the case) verbatim: rcc received a complaint via email. Email(s) attached. Case is manually created since the manual entry needed based on the daily intake report 29nov2023 (error tracking tab) (email was forwarded to aei on 28nov2023 but aei failed to create the case) hsi control number: 118482 hsi description: eclipse syringe w/needle 3cc hsi item number: us_9872945 hsi manufacturer part number: 305787 hsi lot or serial number: (B)(6). The stopper sticks halfway through administering meds; was injecting patients when issue occurred; between 3-5 affected; both female and male; no adverse affects. Failure to deliver.